Manufacturer narrative:
Voluntary medwatch report received: mw5158966.

Event description:
Voluntary medwatch received states that the low voltage lead was explanted due to performance issues. The patient experiences no consequences.